Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3, small atrium, and small cardiac chambers. A mitraclip nt was inserted and grasping was performed, but difficulties visualizing the clip occurred and the mr did not decrease. While repositioning the clip, the clip became caught in chordae. Troubleshooting was performed and the clip was able to freed from the chordae. However, chordal rupture occurred. Grasping was performed again. However, it was observed that the anterior gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Two clips were then deployed, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and without the device to analyze, a cause for the reported single gripper actuation issue cannot be determined. The reported difficult to remove from the anatomy appears to be related to small atrium, and small cardiac chambers (patient conditions). Image resolution poor is related to patient and procedural conditions as difficulties visualizing the clip during the procedure due to patient anatomy was reported by the account. Unspecified tissue injury (chordal rupture) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.